Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil was protruding from the catheter's tip upon removal. The target lesion was located in the severely tortuous and moderately calcified internal iliac artery. A 18mmx40cm interlock¿-35 was selected for use. Cannulation was performed with a 0.038inch angiographic catheter with continuous flushing then coiling was performed. However, the coil detached early inside the angiographic catheter which might be due to the tortuosity of the blood stream. Since the coil came out from the catheter's tip, a 2.5cc syringe was then used to slowly pull out the catheter while applying negative pressure. The coil was retrieved successfully. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.